Manufacturer narrative:
The previous follow up stated that the device was available for evaluation. However, this was incorrectly checked as the device was not available for symmetry/olsen to evaluate. No further actions are required.

Manufacturer narrative:
After multiple attempts, the product was not returned for evaluation and pictures were not provided. The customer was not able to provide a lot number or date of purchase to complete a review of device history records and testing completed prior to shipping. Without any of this information, a true investigation cannot take place. The customer did state, however, that they were using the device at a setting of 100. Per the product IFU, the device should be used at the lowest setting possible to get the desired results. This is an isolted event, and based on the above information, no further actions are required. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or information pertinent to the investigation, a follow up report will be submitted.

Event description:
The customer alleged that the 12101 has burned two patients.

Manufacturer narrative:
To this point, we have not received any additional information from the customer. We will continue to follow up with the customer. This is the first complaint recorded with 152 sold of all lots. A follow up report will be submitted once we have received additional information.